Event description:
Customer reported issues with the insulin pump. Customer states that the transmitter stopped blinking. The blood glucose reading is 103 mg/dl. Nothing further reported.

Manufacturer narrative:
Unable to charge due to broken cow catcher and damaged all contact pins. Unable to perform the functional test due to charge anomaly. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.